Manufacturer narrative:
This report is submitted on may 18, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, however the issue could not be resolved. Subsequently on (B)(6) 2017 the patient was placed under general anaesthesia to debride wound, the patient was also administered antibiotics (type and duration not reported).